Manufacturer narrative:
The exact implant date is unknown; said to be on or about (B)(6) 2010. The catalog number is unknown, if received it will be provided. Complaint conclusion: as reported, the patient underwent placement of an optease inferior vena cava (ivc) filter. The indication for filter placement is not available. The filter subsequently malfunctioned and caused injury and damages including, but not limited to tilt of the filter. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: tilt of the ivc filter. As a direct and proximate result of these malfunctions, patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.

Event description:
As reported by the legal brief, the patient underwent placement of a optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: tilt of the ivc filter. As a direct and proximate result of these malfunctions, patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The following additional information was received per medical records: the patient presented as a 52 year old gentleman with recurrent dvt in left lower extremity, recurrent thrombophlebitis and history of pe despite anticoagulation. Venous access was obtained without complication via right femoral veinand a venography was taken due to poor visualization. The right renal vein was located and the optease ivc filter was deployed. A venogram verified placement below the right renal vein and the patient was transferred to room in stable condition. Approximately 9 years post ivc filter implant, the patient underwent an abdominal CT without contrast. The CT scan revealed the cranial tip of the ivc filter was tilted to the left within the ivc and the caudal tip of the filter was tilted to the right and posteriorly within the ivc. A cholecystectomy and sleeve gastrectomy changes were noted as well as intrathecal pain medication pump with tubing extending into the lower thoracic spine. The following additional information was received per patient profile form (ppf): the patient became aware of the reported events approximately 9 years post implantation. The patient reports tilt. The patient also reports suffering from chest pain and anxiety.

Manufacturer narrative:
Additional information: section a2 (age at the time of event, date of birth), section b1 (event type: only product problem), section b3 (event date(B)(6)2019 ), section b4 (event description), section b7 (relevant medical history), section d11 (concomitant medical products: 18-guage needle, 6fr sheath, wire, introducer) section g4 (date received by the manufacturer) complaint conclusion: as reported, the patient had placement of an optease inferior vena cava (ivc) filter. Per the medical records, history includes recurrent dvt in left lower extremity, recurrent thrombophlebitis and history of pe despite anticoagulation. Venography was done. The right renal vein was located and the optease ivc filter was deployed. A venogram verified placement below the right renal vein and the patient was transferred to room in stable condition. The filter subsequently malfunctioned and caused injury and damages including, but not limited to tilt. Approximately 9 years post implant, a CT scan revealed the cranial tip of the filter was tilted to the left within the ivc and the caudal tip of the filter was tilted to the right and posteriorly within the ivc. A cholecystectomy and sleeve gastrectomy changes were noted as well as intrathecal pain medication pump with tubing extending into the lower thoracic spine. Per the patient profile form (ppf), the patient reports tilt. The patient also reports suffering from chest pain and anxiety. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Anxiety and chest pain do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.